Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2008, 419588 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered on the right ventricular (rv) lead for short ventricle to ventricle intervals. There was also a possible fracture on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.